Event description:
It was reported that a ¿call your doctor¿ icon was seen on the programmer unit with a warning power-on-reset (por) condition noted on the patient¿s implantable neurostimulator (ins). It was also reported that the patient¿s urinary incontinence symptoms were not managed as well by the therapy as their fecal incontinence. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04v0n, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).